Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in d10. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 24/dec/2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to a product issue. In additional follow-up, the pd nurse stated that the patient has pre-existing comorbid conditions of end stage renal disease (esrd), cardiac disease, diabetes mellitus with an active and ongoing necrotic infection in his feet, and myocardial infarction one month prior to death (did not occur during pd treatment and not related to product). It was reported that on (B)(6) 2026, the patient was found unresponsive while connected to the fresenius cycler (phase of treatment unknown). Emergency medical services (ems) were called to the patient¿s home. The nurse stated that the patient did receive cardiopulmonary resuscitation (CPR) in the home (details not provided) and then was transported to the hospital where the patient was pronounced deceased. The pd nurse reported that the patient was completing pd treatments with the fresenius cycler prior to death without any adverse effects. Additionally, the pd nurse indicated that the death is not suspected to have been caused by the fresenius cycler. Per the nurse, the end stage renal disease (esrd) death certificate was not available and that the exact cause of death was unknown. However, the nurse reported that the death was believed to be associated with the patient¿s pre-existing comorbid conditions. The nurse could not confirm if the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. No further information about the death was available.

Event description:
On (B)(6) 2025, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy expired while still connected to the fresenius cycler. There were no reported allegations that the death was related to a product issue. In additional follow-up, the pd nurse stated that the patient has pre-existing comorbid conditions of end stage renal disease (esrd), cardiac disease, diabetes mellitus with an active and ongoing necrotic infection in his feet, and myocardial infarction one month prior to death (did not occur during pd treatment and not related to product). It was reported that on 10/jan/2026, the patient was found unresponsive while connected to the fresenius cycler (phase of treatment unknown). Emergency medical services (ems) were called to the patient¿s home. The nurse stated that the patient did receive cardiopulmonary resuscitation (CPR) in the home (details not provided) and then was transported to the hospital where the patient was pronounced deceased. The pd nurse reported that the patient was completing pd treatments with the fresenius cycler prior to death without any adverse effects. Additionally, the pd nurse indicated that the death is not suspected to have been caused by the fresenius cycler. Per the nurse, the end stage renal disease (esrd) death certificate was not available and that the exact cause of death was unknown. However, the nurse reported that the death was believed to be associated with the patient¿s pre-existing comorbid conditions. The nurse could not confirm if the fresenius cycler is pending return to the pd clinic at the time follow-up was performed. No further information about the death was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. However, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler or any issues with pd treatment. It was unknown if the fresenius cycler was pending return to pd clinic at the time this clinical investigation was completed. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had pre-existing comorbid conditions of diabetes mellitus with report of an active/ongoing necrotic infection of the patient¿s feet and pre-existing cardiac disease with a myocardial infarction one month prior to death (unrelated to dialysis). The patient¿s esrd death certificate is not available, and therefore the exact cause of death is unknown. However, it was reported that the death is suspected to be associated with patient¿s pre-existing comorbid conditions.